Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd eclipse¿ safety needle clogged. The following information was provided by the initial reporter: needle was attached to syringe without any obvious deformity, writer able to prime syringe. Attempted to inject client with vaccine, plunger would not inject despite firm pressure applied.

Event description:
It was reported that the bd eclipse¿ safety needle clogged. The following information was provided by the initial reporter: needle was attached to syringe without any obvious deformity, writer able to prime syringe. Attempted to inject client with vaccine, plunger would not inject despite firm pressure applied.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 305891 and batch number 2102001. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples of the reported lot were obtained from the manufacturing facility. The needles were assembled with a discardit 2ml syringe and liquid went through the needle cannula normally with no signs of occlusion observed. Needles are inspected for occlusion as part of the in-process inspection after assembly. In certain circumstances, the drug used can become deposited within the cannula, causing the needle to block due to crystallization. Occlusion is most likely to occur if the drug remains in the needle for an extended period of time.